Event description:
Caller reported the pt testing with the freestyle meter getting results of 79 mg/dl, 69 mg/dl, and 50 mg/dl only minutes apart. The customer reported these readings as being lower than expected and did not feel symptoms of hypoglycemia. Tests were reported to have been performed on the finger. Additionally, during precision testing at the time of the call, freestyle results were 132 mg/dl and 77 mg/dl. The freestyle results reported by the customer and the results obtained during precision testing differed by more than 20% and meets the manufacturer's definition of a malfunction.